Manufacturer narrative:
This event occurred in (B)(6). Na.

Event description:
The customer received a questionable high elecsys testosterone ii assay result for one patient sample from the cobas 6000 e601 module. The initial result was 1.05 ng/ml (3.64 nmol/l) and was reported outside of the laboratory. The doctor asked for repeat testing and the result was 0.395 ng/ml (1.37 nmol/l) which was believed to be correct. There was no allegation of an adverse event. The reagent lot number was 30476004 with an expiration date of 31-may-2019. The calibration data was within acceptable range. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found. The investigation did not identify a product problem. The cause of the event could not be determined.